Event description:
A stent was placed in the right cervical carotid artery of (B)(6) male. There was a clot embolus in the carotid artery that went into the mca mi region. An l5 retriever was used in an attempt to remove the clot. The l5 did not retrieve the clot and got caught on the stent, which resulted in a tip fracture. No attempts were made to retrieve the tip. According to the physician, the fracture did not worsen the condition of the pt. No pt complications were reported. Since the device was not returned to concentric medical, a complete investigation could not be performed. The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. This warning specifically states the following: "use caution when passing retriever through stented arteries."